Event description:
It was reported bd syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter, translated from chinese: "...the nurse opened the syringe package and was ready to draw the drug and found that there was a black foreign matter in the syringe."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2010170. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number for further evaluation. The retained samples were examined and no signs of foreign matter were identified. Based on the provided feedback and the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. H3 other text : see h10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "...the nurse opened the syringe package and was ready to draw the drug and found that there was a black foreign matter in the syringe."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe s2 5ml 22ga 1-1/4in bd china had foreign matter. The following information was provided by the initial reporter, translated from chinese: "...the nurse opened the syringe package and was ready to draw the drug and found that there was a black foreign matter in the syringe."